Manufacturer narrative:
(B)(4) date sent: 12/08/2022 d4: batch # unk additional information was requested and the following was obtained: "what is the current patient status/ outcome? Essentially normal outcome as we were able to control the bleeding how much was the blood loss? Estimated blood loss 200ml was there a change in blood pressure? No change in blood pressure was there transfusion required? No transfusion required. How was the bleeding controlled? Fortunately the chest has undergone previous radiotherapy and so the vessel was very stiff and didn¿t retract. The blood was evacuated and pressure enabled a further clip to be placed on the vessel. If the vessel retracted we would have had significant profuse bleeding that would have required further rib resection to control."

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "how was the bleeding controlled? How much bleeding occurred? Were any blood products given? If yes, how much? What is current patient status?" A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the ligaclip multiclip appliers were not producing clips when handles clicked, resulted in a vessel being cut and no clip was applied.